Event description:
A customer reported an issue regarding separation of the cartridge and fill situation, which was noted to cause significant insulin waste. There was no adverse impact to the customer¿s blood glucose level. Technical support was unable to reach the customer to confirm the issue, and follow-up through a survey was requested by the customer. No additional information was received regarding the outcome of the event.